Manufacturer narrative:
The reported allegation has been verified as a software issue in cobas® infinity, as instrument flags are not saved when assigning the automatic result for repetitions value to repeated empty test results for embedded tests while having left empty the general parameter default value to be assigned to tests for which no result is received. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter stated the cobas infinity core software was not sending flags from the instrument to the host. The reporter stated the instrument had a clot or sample short flag but when received by the host the flag was missing. No questionable results were reported outside of the laboratory.